Event description:
It was reported that the pt had had itb (intrathecal baclofen) for many years and it was time to replace the pump due to end of service. Due to the fact that the pt needed a g-tube placed, the family elected to have the entire system removed and the pump placed on the right abdomen, as it was previously in the left abdomen. The pt was experiencing some increased tone. A dye study was completed around the end of (B)(6), with no signs of obvious leak, tear or kink. The entire catheter and pump were replaced on (B)(6) 2010. Upon observing the catheter, the physician was able to find a tear in the pump segment portion of the catheter. This was likely the cause of the pt's slow increase in tone. The pt was back to his steady state of spasticity management with the revised system. The pt was recovered without sequela. It was later reported that the pt's eri (expected replacement indicator) was 8 months. The hospital had a policy to schedule replacement surgeries when the eri was at 12 months. Due to the 8 months eri, it was time to replace the pump. The pt also needed a g-tube placement due to progressive aspiration issues (not pump related). The date of increased tone was early (B)(6). There were no other pt symptoms. No further information was requested at this time.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.